Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two 275cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade IV on the right and unknown baker grade on the left), post-procedure. The right breast capsular contracture was diagnosed during an in-office visit. The left breast encapsulation was only diagnosed during the revision surgery on (B)(6) 2021. Subsequently, the patient underwent bilateral removal and replacement with mentor gel implants. This medwatch form is for the left breast prosthesis. Complication on the right breast has bee reported under mrn: 1645337-2021-04071.